Event description:
Customer reported that metallic ring came off the balloon (which was inflated using air) while pulling the plug from a right humerus dialysis graft. A snare catheter was used to successfully retrieve the ring. No pt complications were reported as a result of this event.